Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging of having nasal/throat irritation or soreness and vomiting for 9 months. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of having nasal/throat irritation or soreness and vomiting for 9 months related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Placed call to customer requesting additional information/mandatory questions responses/device return. Customer declined to respond to the gfe related questions and terminated the call.

Manufacturer narrative:
Additional information was received on may 28, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal or throat irritation or soreness and vomiting for 9 months related to a bipap device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about the alleged nose irritation, skin irritation, respiratory track irritation, dizziness, headache, nausea, and vomiting.  Section h6 health effects: clinical codes has been updated in this report.